Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient's femur was revised after patient awoke from sleeping to a lot of pain. Gamma nail was found to be broken at the location of the lag screw and patient fractured additionally (implantation was to treat original fracture). Surgeon reported a patient history of osteoporosis, and reported that nonunion of patient's bone contributed to the implant breaking. Revision, broken nail, pain, periprosthetic fracture.

Event description:
It was reported that patient's femur was revised after patient awoke from sleeping to a lot of pain. Gamma nail was found to be broken at the location of the lag screw and patient fractured additionally (implantation was to treat original fracture). Surgeon reported a patient history of osteoporosis, and reported that nonunion of patient's bone contributed to the implant breaking. Revision, broken nail, pain, periprosthetic fracture.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, right gamma3® ø10x340mm x 125° was alleged of 'pain' could be confirmed. The evaluation revealed that the nail broke most likely in a fatigue fracture after a period of approx. 7 months of implantation. A device inspection showed some that the device indeed broken in two parts at the level of the lag screw hole. Significant material abrasion was found in the medial (left) side of the screw hole, as well as at the top of the screw hole. Material had been damaged by drill marks up to the superior edge ¿ most likely caused by a deviating of the step drill during preparation of the canal for the lag screw. This damage was probabaly caused by misaligned drilling, and would had weakened the material; which presents an unintentional use error. Material damage may lead to sharp edges in the breakage line resulting in significant material weakening. The appearance of the breakage surfaces suggested the nail had broken in fatigue manner ¿ indicated by the appearance of the breakage surface where one of the surfaces ( on the posterior bridge) is very shiny and smooth, proving that side broke first and was scratched by the top surface, before the second part (the anterior bridge) of the device gave in . Further remarkable damages were not determined. Additionally, it was reported that the patient is 61 inches high and weights 200 pounds (bmi= 37.79), which classifies her body type as severely obese. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly patient related (obesity), contributed by an unintentional use error. Nd. The nail was heavily drill marked within the lag screw hole. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. After the posterior bridge was full or main partly broken, the anterior bridge followed. The nail broke due to a fatigue fracture. Bearing points and bulged material on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. The implantation time of >6 months indicate that there was most likely a delay in bone healing (delayed or non-union). Delayed and non-unions, obesity, postoperatively loads and intra-operatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. Because no manufacturer related issues were found the case is attributed to the patient (bone not healed after 6 months) contributed by the user (intra-operatively implant damage) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.